Manufacturer narrative:
Citation: steinvil a. Use of an eptfe-covered nitinol self-expanding stent graft for the treatment off pre-closure device failure during transcatheter aortic valve replacement. Cardiovasc revasc med. 2017 mar;18(2):128-132. Doi: 10.1016/j.carrev.2016.10.006. Earliest date of publish used for event date . No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding use of an eptfe-covered nitinol self-expanding stent graft for the treatment off pre-closure device failure during transcatheter aortic valve replacement. All data were collected from single center between january 2013 and december 2015. The study population included 25 patients (predominantly male; mean age 82 years), 9 of which were implanted with medtronic corevalve and 1 was implanted with evolutr. Serial numbers were not provided. Among all patients adverse events included: myocardial infarction, stroke, major vascular complication, dissection, bleeding, and pseudo aneurysm requiring stent implantation. Based on the available information, these events may have been attributed to a medtronic product. However as multiple manufacturers were noted in the literature, a direct correlation could not be made between the observed adverse events and the medtronic product. No additional adverse patient effects or products.